Manufacturer narrative:
Retainer ring = missing. The pump was received with a cracked battery tube threads, a scratched case, a missing reservoir tube o-ring, a missing display window/cover, a broken reservoir tube lip, a missing retainer, a cracked case-corner of belt clip rails, a pillowing keypad overlay, a serial number label fading and a end cap address label missing. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The test p-cap/reservoir does not lock in place and unable to verify pump error 37 alarm and perform the displacement test, displacement accuracy test and occlusion test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. The pump history file/traces download was successful using thus. The pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. Pump error 37 alarm were recorded and found in the downloaded history files on (B)(6) 2021 11:21:38.000 alarmalertnotification and (B)(6) 2021 11:21:51.000 alarmalertcleared. Pump error 42 on (B)(6) 2021 14:08:00.000 alarmalertnotification (B)(6) 2021 18:55:30.000 alarmalertnotification and (B)(6) 2021 18:58:07.000 alarmalertcleared and pump error 43 alarm on (B)(6) 2021 14:13:14.000 alarmalertnotification and (B)(6) 2021 14:14:32.000 alarmalertcleared, problem isolated on the motor assembly. No pump error 38, 39, 41, 79, 80, 82 and 130 alarm on the downloaded history file noted. The force sensor zero offset measured (23.3 mv) and within spec range. The motor was tested outside of the device and passed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a drive count time values or changes incorrect for moving or coasting. Too slow or too fast alarm. Customer were able to clear the alarm and able to rewind the insulin pump. Displacement test and self test was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.